Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-06844 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient presented with mesh exposure (B)(6) 2012. The physician prescribed premarin cream and referred her to an urogynecologist. The urogynecologist removed the exposed mesh (B)(6) 2012 and the patient was doing well following the removal. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over 18 years of age.